Event description:
It was reported that the pacemaker reached end-of-life in july 2022; however, the longevity estimate in (B)(6) 2021 was 1.5 years. The patient was hospitalized pending device replacement. Overnight in the hospital the patient developed symptoms of pectoral stimulation and device interrogation revealed the pacemaker had entered safety mode. This mode utilizes unipolar programming and caused the patient's symptoms. The device was successfully explanted and replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.